Event description:
It was reported that this right atrial (ra) lead was a case of an attempted implant due to high pacing threshold measurements. The placement position within the ra area was adjusted, with 2.0 volts at 0.4 milli seconds obtained, poor fixation was noted. Other placement sites indicated 5.0 volts at 0.4 milli seconds with pacing failure. This ra lead was replaced with different model, not implanted and will be returned for analysis. No adverse patient effects were reported.